Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) because the patient was unable to have an erection due to the pump not working properly. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) because the patient was unable to have an erection due to the pump not working properly. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination found no evidence of leaks. The pump passed the functional testing performed within product specifications. Based on the information available and analysis results, the reported allegations could not be confirmed, and a conclusion of no problem detected was chosen.